Event description:
It was reported that the femoral canal brush was being used in a procedure when the tip broke. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
(B)(4): device discarded by user facility.